Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr was not able to duplicate the reported issue. Minor adjustment to pneumatics and ddi pcb was made. The unit is working to its manufacturing specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the mean airway pressure of (map) reading of 3100a ventilator is low and not able to adjust. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.